Manufacturer narrative:
(B)(4). Concomitant medical devices: cat# ep-200148 lot# 165100 act artic e1 hip brg 28x42mm;  cat# 650-1055 lot# 175630 cer bioloxd option hd 28mm; cat# 650-1061 lot# 118910 cer opt 12/14 tpr sleeve 0mm; unknown trabecular metal modular cup; unknown arcos stem. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: recurrent dislocation and failure of trochanteric claw and plate with cables abnormal scarring noted, brownish bloody fluid noted competitor clamp and claw failed and had separated from the femoral shaft, there appeared to be a reaction to the materials and an area of necrotic tissue in the lateral proximal femur and surrounding tissue. Cables were broken and removed individually; plate was separated from the nonunited gt with necrotic bone underneath the previous poly liner was cemented to the tm shell. This was removed, the cement mantle thinned, and a new freedom poly liner placed upon closure of the tfl, ¿this was performed without any repair of the greater trochanter as it appeared to be small and unlikely to heal to any of the soft tissue as there was no bone lateral to the proximal aspect of the device¿ part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had initial left total hip arthroplasty approximately 14 years ago. After multiple revisions, the patient experienced recurrent dislocation and fracture of the trochanteric claw, plate, and cables securing the greater trochanter. Subsequently, approximately 11 years after initial surgery, the patient underwent another revision due to dislocation. The previous head and poly liner that was cemented into the tm shell was replaced with a new head and constrained liner that was cemented into the existing shell. No further event information available at the time of this report.